Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left circumflex artery. Post dilation with a 2.5x20mm quantum apex balloon catheter was performed. A 2.75x38mm promus element¿ plus stent delivery system (sds) was advanced but would not cross the target lesion. Upon removal of the sds, the stent strut flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).